Event description:
A customer reported that the adc device detached prematurely. As a result, the customer was unable to self-treat due to unspecified symptoms, requiring third-party treatment of energy sugar drink and "glucose zaide." No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. As a result, the customer was unable to self-treat due to unspecified symptoms, requiring third-party treatment of energy sugar drink and "glucose zaide." No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Code 4247 appropriate term/code not available was used in h6 (component code), as the complaint was confirmed to faulty tie layer adhesive. Sensor 3mh06158a6d has been returned and investigated. The sensor patch was returned and no physical damaged was on the sensor patch upon visual inspection. An extended investigation was conducted. Performed a visual inspection on the returned sensor, observed more than 25% of the adhesive had peeled from returned sensor failing to adhere to the puck. Therefore, this issue is confirmed to a faulty tie layer adhesive. All pertinent information available to abbott diabetes care has been submitted.